Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the shunt on (B)(6) 2014 due to hydrocephalus which was caused by a brain tumor. According to the report, before the operation, the patient¿s eyes displayed subtle light perception response. Reportedly, after the operation, the patient couldn¿t see anything. The report stated that the current pressure level of the valve is 1.0. According to the report, the shunt has not been explanted.